Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2017. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Event description:
Patient allegedly received an implant via the left groin due to deep vein thrombosis. Patient is alleging vena cava perforation, organ perforation, pulmonary embolism, caval thrombosis and deep vein thrombosis. Patient further alleges abdominal/chest pain, dizziness, physical limitations, vertigo, depression, anxiety, post traumatic stress disorder. Per the (B)(6) 2018, report from computerized tomography (CT): "an inferior vena cava filter is present" "the left common iliac vein is mildly distended, concerning for thrombosis." "Inferior vena cava filter with thrombosis of the infrarenal inferior vena cava extending to the left common iliac vein. Per the (B)(6) 2018, report from abdominal ultrasound: "there is an inferior vena cava filter in the infrarenal inferior vena cava. The infrarenal inferior vena cava is thrombosed." Per the (B)(6) 2018, report from thrombectomy: "thrombotic occlusion from the left external iliac vein through the ivc filter". "A multiplass mechanical thrombectomy was performed with an angiojet zelante device in the thrombectomy mode. Sheath angiography demonstrated a large amount of residual thrombus in the left iliac system and ivc." Per the (B)(6) 2019, report from CT: "there is an inferior vena cava filter within the inferior vena cava, tip just inferior to the level of the renal veins. Caval axis approximates the axis of the inferior vena cava. There is some protrusion of filter tips inferiorly, maximal distance away from the caval wall 5.7 mm medially. No aortic or vertebral protrusion identified. Right inferior struts approximate the duodenal but do not appear to extend into the lumen". "Ivc filter in place with approximately to the caval axis. Strut tips extend up to 5.7 mm external to the visible caval wall but without significant impingement on adjacent structures."

Manufacturer narrative:
Investigation is reopened due to additional information provided. The following allegations have been investigated: pulmonary embolism, vena cava/organ perforation, occlusion, deep vein thrombus/caval thrombosis, pain, dizziness, physical limitations, vertigo, depression, anxiety, and ptsd (post traumatic stress disorder). The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported pain, dizziness, physical limitations, vertigo, depression, anxiety, and ptsd (post traumatic stress disorder) are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on wo for device. No other complaints on lot. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.